Event description:
It was reported that the cuffs on a size m7sct device were herniated and a weakness in the wall of the cuff was observed. The info rec'd indicated the cuff material defects were detected prior to use and there was no reported pt injury and/or change in therapy. The involved device were returned and forwarded to the analytical lab for investigation/evaluation.